Event description:
Caller reported a cgm error, specifically error 42, on their device. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support, who guided them through a pump reset. After completing the pump reset, the cgm error did not reappear, and the caller was able to successfully start a new sensor session.